Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analyzed. There were no anomalies found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the lead continuously dislodged during implant attempt. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.